Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: abscess. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with 650cc mentor gel implants on (B)(6) 2018 developed bilateral capsular contracture (left side baker grade IV, right side unknown baker grade) and left side infection with abscess. The patient underwent bilateral explantation and capsulectomies on (B)(6) 2019 without replacement. No product malfunction, such as rupture, was reported. The patient was noted to have a left side infection with staph aureus. This report relates to the left side. See 1645337-2019-12905 for contralateral prosthesis report.